Event description:
Additional information was received that the device was reprogrammed but it did not resolve the event. No additional reprogramming has been completed to further address the episodes.

Event description:
During a remote follow-up, episodes of t-wave oversensing and under-sensing episodes were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient is stable.